Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc (premature ventricular contraction) ablation with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis and extended hospitalization. After the procedure on (B)(6) 2026, the patient experienced chest pain and a pericardial effusion was discovered. During the lat (local activation time) mapping of the left ventricle, using retrograde aortic approach, the pvc of interest was identified and ablated just inferior to the left coronary cusp. Rf (radiofrequency) ablation was performed successfully without issues, normal impedance and force values (25 grams or less) were observed. Later that day the patient complained of chest pain. At 9:00pm local time, a transthoracic echocardiogram was performed and the pericardial effusion was identified. A pericardiocentesis was performed and the patient stabilized. They had an extended hospital stay over the weekend.